Event description:
It was reported that the device was used during a laparoscopic gastric bypass procedure. The surgeon used the device to create the gastrojejunostomy and everything worked fine. At the end of the procedure, the surgeon scoped as usual, but noticed an orange object. The cap on the avil side came off and was left in the stomach when the device was removed. The object was retrieved and the case completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device not returned. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.